Event description:
It was reported that charging cable was damaged, although charging supplies remained functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, and charging supplies were arranged to be replaced, with the event date documented as occurring about one month before the report.